Event description:
I had essure implanted in 2011. I began experiencing problems not long after. Hormonal and otherwise. Had extreme fluctuations in behavior. Anger and anxiety being the most notable. Then began having horrible cyst-like acne on my face. Then began having the same painful pimples in my vaginal area (not places where there would be any hair follicles). Developed a dry, itchy, invisible spot on one side of my vagina. (All std tests and bacteria and yeast tests were negative). Began having phantom periods which included cramping and a clear, strange, smelly discharge (also stumped the doctors). Had elevated copper level. Reduced sex drive. Idiopathic peripheral neuropathy developed in 2012. Periods became heavier and clotty. During and before periods would have dizzy spells. Hysterectomy to remove device entirely and not risk having any piece left as per the conceptus info pamphlet.